Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
Customer reported "there has been a patient event with harm due to inadvertent arterial PICC placement. We would like bd to address why the sherlock/3cg technology would show an increase in p-wave amplitude to indicate that the tip was in the correct position, even if the PICC was actually in the arterial system. In the patient event when 3cg technology was used to confirm proper PICC tip placement, the ECG strips met criteria for releasing the PICC for use. The PICC was later confirmed by other measures to be arterial instead of venous. The situation has been extensively reviewed via our institutional quality and patient safety process. PICC rns have received refresher education and opportunities to enhance patient safety are being explored."